Event description:
A gore propaten vascular graft was implanted in the femoral-anterior tibial position. Approximately 10 weeks postop, lysis of the graft was done for thrombosis. During the treatment, systemic heparin was used which resulted in clot formation immediately. A preliminary test for hit (heparin induced thrombocytopenia) was positive. A second test for hit was positive. A bypass of the propaten graft, which was ligated and left in place, with the patient's arm vein was performed. The arm vein bypass failed within hours. The patient is scheduled for a below-knee amputation.